Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker may not be working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) was dispatched for onsite service. The fse ran system setup and changed the default from the internal computer speaker to the connected external speaker to resolve the issue.

Event description:
It was reported that the speaker may not be working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer. The following functional tests were performed: the rse ran setup and the rse changed the default speaker to the connected speaker. A good faith effort (gfe) has confirmed the device is now functioning as intended. The reported problem was confirmed and was caused by an improper speaker connection. It is unknown who caused the improper speaker connection.